Manufacturer narrative:
The device was received for evaluation. Visual inspection found a hole/crack in the lower welding area (near the discharge tubing). The reported condition was verified. The cause of the condition could not be determined for this event. A device history review revealed no issues that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, reported as "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a sp-418 effluent bag, an external fluid leak was observed. The location of the leak was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.